Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that in 2015 an event occurred where the ordered rate of the pca was 1mg every 6 minutes. It was reported however the programmed dose was 4mg every 6 minutes. Per report, the event occurred in 2015. There was patient involvement, but the outcome is unknown. Although requested, customer declined to provide additional information.

Event description:
It was reported that in 2015 an event occurred where the ordered rate of the pca was 1mg every 6 minutes. It was reported however the programmed dose was 4mg every 6 minutes. Per report, the event occurred in 2015. There was patient involvement, but the outcome is unknown. Although requested, customer declined to provide additional information.

Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. Additional information : imdrf annex a, g, c, d codes.